Event description:
A nurse reported to baxter (B)(4) that in the arterial tubing they observed something white and the lumen was less than normal. There was patient involvement, but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample was discarded. Should additional information become available, a follow up MDR will be sent.